Event description:
The inductive interrogation of the subject device was successful. However, rf communication could not be established during implantation. One single (blue) led had flashed and the following message was displayed "rf communication can not be established." Despite disconnecting and reconnecting the programmer rf link to other usb ports, turning on and off the programmer, trying several positions of the rf head, no communication could be observed. Another successful attempt has been made with another implant. The subject device was not implanted and was returned for analysis. It was successfully interrogated upon its reception.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The inductive interrogation of the subject device was successful. However, rf communication could not be established during implantation. One single (blue) led had flashed and the following message was displayed "rf communication can not be established." Despite disconnecting and reconnecting the programmer rf link to other usb ports, turning on and off the programmer, trying several positions of the rf head, no communication could be observed. Another successful attempt has been made with another implant. The subject device was not implanted and was returned for analysis. It was successfully interrogated upon its reception.

Manufacturer narrative:
(B)(4).

Event description:
The inductive interrogation of the subject device was successful. However, rf communication could not be established during implantation. One single (blue) led had flashed and the following message was displayed "rf communication can not be established." Despite disconnecting and reconnecting the programmer rf link to other usb ports, turning on and off the programmer, trying several positions of the rf head, no communication could be observed. Another successful attempt has been made with another implant. The subject device was not implanted and was returned for analysis. It was successfully interrogated upon its reception.

Manufacturer narrative:
Preliminary analysis showed that rf environment was perturbed. Programmer software and rf head behaved correctly.

Event description:
The inductive interrogation of the subject device was successful. However, rf communication could not be established during implantation. One single (blue) led had flashed and the following message was displayed "rf communication can not be established." Despite disconnecting and reconnecting the programmer rf link to other usb ports, turning on and off the programmer, trying several positions of the rf head, no communication could be observed. Another successful attempt has been made with another implant. The subject device was not implanted and was returned for analysis. It was successfully interrogated upon its reception.